Event description:
Pt called to report MFR error in needle gauge (approx 27g), while packaging states "s/b 30g". Pt reported problem to becton-dickinson, who advised pt to ship back to MFR with coupon for replacement.